Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a procedure performed on (B)(6), 2013. According to the complainant, during the procedure the injection gold probe would not activate. There were no issues with the generator, and the same generator settings were used to complete the procedure along with a second injection gold probe device. No visible damage to the complaint device or the packaging was reported. The device was not tested prior to use. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be "great."

Manufacturer narrative:
Visual analysis of the distal tip of the device showed missing gold at the bands. Drag marks were seen from the tip until the catheter at the areas where the gold was found missing. The tip of the device had several areas with black marks indicative of burn residue. An electrical evaluation was performed, the device passed the isolation of electrode test and failed when load test was conducted. The gold bands just before the drag marks were then tested with a multimeter and passed the resistance and conductivity tests, indicating there was no other defect that could have caused the electrical failure. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a procedure performed on (B)(6) 2013. According to the complainant, during the procedure the injection gold probe would not activate. There were no issues with the generator, and the same generator settings were used to complete the procedure along with a second injection gold probe device. No visible damage to the complaint device or the packaging was reported. The device was not tested prior to use. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be "great."

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.